Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead developed shortness of breath. An x-ray of the chest showed moderate pleural effusion and right hemothorax. The patient was hospitalized for treatment. There were no additional adverse patient effects reported.

Manufacturer narrative:
--

Event description:
Additional information was received indicating that the patient's previous moderate pleural effusion and right hemothorax was due to the laser extraction of the patient's previous competitor right ventricular (rv) lead. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.